Manufacturer narrative:
Patient information, health impact grid and description updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the electrocardiogram (EKG) port is broken. The leads are snapped off inside the port and are unable to be removed. Information obtained through good faith effort indicate there was no physical damage or wear and tear were observed on the EKG leads prior to them snapping off in the EKG port. The physical damage was discovered during preoperational checks and there was no patient involved at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the electrocardiogram (EKG) port is broken. The leads are snapped off inside the port and are unable to be removed. A request for additional information regarding the incident has been sent and the response is not yet received. It is unknown if a patient was involved in the event. There was no report of actual harm reported with this complaint.